Event description:
Healthcare professional reported left side abundant periprosthetic liquid, rupture, capsular contracture baker grade iii, and pain. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii, pain, "abundant periprosthetic liquid."

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, g1, h3,h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification). ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ seroma-late: unable to observe as it is a medical event not related to the device. Additional observations: ¿ creases are observed. ¿ dark ring are observed. ¿ wear abrasion is observed. ¿ yellow particles were observed on the shell.

Event description:
Healthcare professional reported left side abundant periprosthetic liquid, rupture, capsular contracture baker grade iii, and pain. Device has been explanted.